Manufacturer narrative:
Evaluation summary: cartridge complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported a cartridge with a "tip that looked like there was stress marks on it." There was no reported patient impact. Additional information was requested.